Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to thermally and mechanically-induced damage. It was not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation of the instrument, or during the last procedure. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs¿ exhibited a broken ceramic tip. The issue occurred during reprocessing. There were no reports of patient harm.